Manufacturer narrative:
(B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported thrombus occurred. A left atrial appendage (laa) closure procedure was being performed. The interatrial septum was crossed and the physician administered the appropriate amount of heparin. A watchman® access system (was) was inserted and then a non-bsc pigtail catheter was inserted in the was. As they were advancing into the laa, the transesophageal echocardiogram (tee) showed a clot on the pigtail that was swirling around. They aspirated back in the pigtail first, but the pigtail was too small so they safely aspirated the clot into the access system and removed all devices. They did not continue the procedure. The patient was fine when she woke up. She had a neurology exam and the neurologist said that she was completely fine.